Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose and no delivery alarm. The customer¿s blood glucose was 450 mg/dl. The customer reported that at times they would not hear the alarm and the blood glucose would go up to 300 mg/dl to 400 mg/dl. Customer stated that event was resolved by changing complete set (infusion set and reservoir). The insulin pump will be returned for analysis.